Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was emitting multiple loss of prime warnings that continued to occur even after replacing the cartridge with on from a new box. The reporter confirmed that the cartridge cap was secured to the pump and there were no known sudden changes in temperature of force. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2016 with the following findings: the pump black box showed evidence of loss of prime warnings associated with low non-zero force. During testing, the pump performed the rewind, load, and prime steps and was exercised for 24 hours without loss of prime issues. The force sensor calibration was tested and confirmed that the sense was detecting force within specifications. The loss of prime issue was unable to be duplicated during testing. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad.